Manufacturer narrative:
Batch review performed on 27-mar-2023. Lot 2105623: (B)(4) items manufactured and released on 06-jul-2021. Expiration date: 2026-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 10 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (12mm) with a thicker one (17mm) and the surgery was completed successfully.